Manufacturer narrative:
The reported complaint was unable to be confirmed. The device was not returned for evaluation. A review of the device history record was performed, and revealed no related issues to this complaint. The most probably root cause of this complaint is handling damage as the guide catheter was kinked during preparation when loading the stent on the guidewire.

Event description:
It was reported that during an endoscopic retrograde pancreatography procedure, a catheter kink occurred. As the 8.5 x 7 cm rapid exchange stent was loaded onto the wire, the catheter kinked. The procedure was completed with another rapid exchange stent. No patient complications occurred. Patient status is satisfactory.